Event description:
26-august-2024: has there been any patient impact (serious injury, medical intervention, change of treatment required)? There has been no patient impact, apart from the nurse having to jab one more time to administer the vaccine. Has there been any healthcare worker¿s exposure to blood or bodily fluids? Healthcare workers have not been exposed to blood or body fluids. Have any other actions been taken? Actions that have been taken are that a discrepancy has been written and that we have removed all cannulas with the same lot number as the faulty cannulas.

Manufacturer narrative:
A device history record review was completed for provided material number: 305892 and lot number: 2403004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) eclipse needle products were returned for evaluation by our quality team. After microscopic examination of the samples, needle clogging was identified. The needles were sent for ftir (fourier transform infrared) analysis to identify the clogged material and assist in determining the origin. However, we were unable to collect a viable sample of foreign matter for ftir analysis. Other samples were returned alongside the eclipse needles; however, the needles were not related to this material reported. To further investigate this issue, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained needles were assembled with a bd discardit 2ml syringe and liquid was found to move through the cannulas normally without any signs of clogging. Based on the provided feedback, we understand that an issue of clogging has taken place. We would like to inform you that during the assembly process, routine testing is performed for product conditions. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse needle is clogged. The following information was provided by the initial reporter: what has happened on all occasions is that there has been a blockage in the needle, it has not been possible to inject the vaccine through the needle. The staff have pricked the patient as usual, but it has not been possible to give the vaccine. It has not helped to reach in and press extra hard. The staff has had to pull out the syringe, change the cannula, inject once more and then it has worked. So it's not the vaccine syringe that has been wrong.